Event description:
A hospital in (B)(6) reported that an iw950 cosycot infant warmer was "not driving straight". The hospital also reported in passing that a staff member was injured and that this may have been related to their use of the cosycot infant warmer.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information with regard to this complaint. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Attempts to obtain further information with regard to the alleged injury were unsuccessful. The complaint cosycot is not expected to be returned for evaluation. Photographs of the complaint cosycot have been provided by the hospital. Our investigation is accordingly based on the event description, additional information provided by the hospital and our knowledge of the product. The photographs revealed that the complaint cosycot was fitted with additional accessories with an approximate calculation of 56kg in total weight (without patient). The cosycot plastic base is designed to carry a maximum load of 54kg (including the patient) for a total weight of 115kg. The maximum weight limit is specified in both the technical manual and the operating manual of the infant warmer. To increase awareness and to prevent and/or reduce the incidence of cracked bases, a warning is provided in the form of a "115kg max weight" label applied to the column of the infant warmer. The hospital further reported that the complaint cosycot is transported up to 100 meters, crossing both linoleum and carpeted flooring and "sometimes used via internal lifts so goes over the gap between the floor and the lift". They have also reported that the castor is misaligned and that the unit veers to the left. The photograph provided by the hospital reveal the circlip security plate of the left castor to be out of position, indicating that the threaded castor connection to the base is slightly loose. It is possible that the base legs encountered accidental impact through collision with walls or swinging doors. This damage is likely to have affected the castor as well and would have been exaggerated if the unit had been wheeled over uneven floors during its eight years of usage. A misaligned castor will be evident to the user as this will result in steering performance issues. The product technical manual advises that the castors should be checked to ensure that they roll and lock properly as part of the annual functional check.

Event description:
A hospital in (B)(6) reported that an iw950 cosycot infant warmer was "not driving straight." The hospital also reported in passing that a staff member was injured and that this may have been related to their use of the cosycot infant warmer.